Manufacturer narrative:
The MFR did not receive devices, x-rays, nor other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result becomes available, a follow up report will be submitted. (B)(4).

Event description:
The pt was pursuing a product liability claim arising out of the use of the durom acetabular cup. The date of the implantation surgery was not reported. The pt is currently being monitored for reasons unk.